Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument and the result was reported to the physician(s). The patient was admitted to the coronary care unit (ccu) and received treatment for acute coronary syndrome based on the patient's anamnesis and the elevated troponin result. The same sample was then repeated on the same instrument resulting lower. Additional samples were drawn over a two day period, tested on an alternate advia centaur cp system, resulting lower and the patient was released from the hospital. There were no known adverse health consequences due to the initially discordant tni-ultra result and treatment received by the patient for acute coronary syndrome.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse found no system issues that may have been a contributing factor. The cse checked the luminometer dark counts, wash station dispense volume, tubing, reagent probe positions, aspiration probes, reagent waste and sample pumps. The rinse stations (slightly dirty), aspirate probes, luminometer and waste probes were cleaned, and the aspiration and pump tubings were replaced. The troponin assay calibration and quality control results were acceptable at the time of the incident. The cause for the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.